Manufacturer narrative:
The tech found the valve coil has voltage to it but no magnetic pull. The tech replaced the valve coil to repair the bed.

Event description:
Info received indicates the bed has no head up function.